Event description:
It was reported that during implant placement, vestibular bone fractured. Tooth site 28. A regeneration with biomaterials was carried out.

Manufacturer narrative:
One tapered screw-vent implant, (tsvb8) was returned for investigation. Visual/physical evaluation of the as returned product identified signs of use but no apparent signs of malfunction. Functional testing could not be performed due to that nature of the device and event. DHR review was completed for the subject lot number 1253188. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1253188 for similar events and no other complaint was identified. The customer did not submit images for the reported event. Review of appropriate documentation: per the applicable IFU, zimmer dental implants should not be placed if there is an insufficient volume of alveolar bone to minimally support the implant (minimum 1mm circumferential and 2mm apical). Implants placed in the maxilla should not perforate the sinus floor membrane. Poor bone quality, poor patient oral hygiene, heavy tobacco use, uncontrolled systematic diseases (diabetes, etc.), reduced immunity, alcoholism, drug addiction, and psychological instability may contribute to lack of integration and/or subsequent implant failure. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was placement of implant in a patient with patient factors incompatible with osseointegration of implant ¿ customer error (improper techniques used in poor bone quality). Therefore, based on the available information, device malfunction has not occurred. Additionally, the reported event could not be verified as the exact details of event were unknown/unverifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One impl tapered scr-v sbm 3. 7mm 3.5mm 8mm (tsvb8) was returned for investigation. The implant has signs of use apparent dried blood attached to external threads. No credible signs of malfunction were noticed with the implant that would contribute to the reported event. Implant matched print where measured. Cal3845 due aug 30, 2023. Zimvie is not responsible for any damage caused by the clinician's removal of the device. The device could not be functionally tested for the reported failure (bone fracture). Pre-existing condition noted on the per was low bone density ¿ type iii. The reported device had been placed on tooth #44 (fdi). DHR review for the lot number (1253188) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. Products was conforming at the time it left zimvie. Lot was inspected and passed all acceptance criteria by qa. All sterilization activities were conducted with no nonconformities per sterilization record (op150). Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review was performed for the reported lot number (1253188) for similar events and no other complaint was identified. Mar post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did not occur. However, the reported event could not be verified as the exact details of event were non-verifiable. The following sections have been updated: h3: changed "no" to "yes."

Event description:
It was reported that during implant placement, vestibular bone fractured. Tooth site 28. A regeneration with biomaterials was carried out.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient weight unknown / not provided. 510k number: k011028, k013227.